Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 1 year after the dental implant was installed in intraoral region #6, and 6 months after prosthesis installation, it was verified its loss of osseointegration. The 30 ncm of primary stability was achieved.